Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention strip lot tested within specifications, most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of 226 and 225 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2024 and test strips were opened 8 months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; all results are am): result 1: 103 mg/dl date:(B)(6) 2023 time: 4:22 am fasting am, result 2: 226 mg/dl date:(B)(6) 2023 time: 7:00 pm fasting am, result 3: 225 mg/dl date: (B)(6) 2023 time: 6:56 pm fasting am, result 4: 120 mg/dl date: (B)(6) 2023 time: 5:31 am fasting am, result 5: 119 mg/dl date: (B)(6) 2023 time: 4:11 am fasting am.